Event description:
The distributor contacted animas reporting the pump emitted recurring loss of prime alarms. Device evaluation revealed that the force sensor was out of calibration and there was contamination on the force sensor shim plate. This complaint is being reported based on evaluation results.

Manufacturer narrative:
(B)(4). The pump was returned to animas and evaluated on (B)(6), 2012. Evaluation revealed that the force sensor was out of calibration and there was contamination on the force sensor shim plate. A loss of prime warning with low force was observed in the pump history. The pump was exercised for 24 hours with no issues occurring. There was no damage to the piston. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.